Event description:
Information was received from a consumer regarding a patient receiving morphine (brand, concentration, and dose unknown by the reporter) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 it was reported that the pump eri (elective replacement indicator) went off and they changed out the pump a lot sooner than expected. Not enough drug was going into the patient's body. There was 20cc of extra drug left in the reservoir at refills. This had occurred a few times beginning in (B)(6) 2010. The hcp (healthcare professional) turned the pump down/slowed the rate and the patient was on oral meds. The pump was then replaced in (B)(6) 2010.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8596sc , serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709, lot# l69146, implanted: (B)(6) 1999, product type: catheter. Corrected information: device code (B)(4) no longer applicable.

Event description:
Additional information received reported that eri did not occur prematurely. The troubleshooting performed related to the volume discrepancies was reported as indium scan. The cause of the volume discrepancies was not determined, frayed catheter proximal piece found.

Event description:
Additional information received reported that the intervention taken to resolve the frayed catheter was the catheter was discarded. The cause of the frayed catheter was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.